Event description:
During surgery, when removing the bone pins, two of the pins bent near or at the threads and were thus difficult to remove. The surgeon retrieved another device to slide over the pins to unthread them, however, one of the bone pins broke. The surgeon chose to leave a small piece in the pt.

Manufacturer narrative:
The bone pin involved was not returned. The risk of bone pin breakage is not unique to our procedure and is a well known and accepted risk in computer-assisted surgeries. Investigation is ongoing to ensure failure was not due to manufacturing or material defect. If results indicate a potential failure in these arms, a "device eval" MDR will be filed.